Event description:
Additional information was received. It was reported that the procedure was a sacroiliac and thoracolumbar procedure.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. No devices were returned to medtronic for analysis. Per (B)(4), it was determined there was an accidental radiation occurrence due to image transfer/nav system communication. Estimated absorbed or effective dose information is not available. Number of people exposed: 1 - patient total number of people in or unknown if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device. It was reported that during a procedure, they took a navigated spin with the imaging system ([nav] tag present on the spin) and when automatically transferring to the exam, they received an error message stating that the exam must be manually registered. They tried manually pushing the exam instead and still got the same result. They reported that they had all three green boxes on the navigation system in the acquire images screen and they have not had any intermittent communication issues. A patient was present. It is unknown if there was a delay to the procedure, but there was no impact on patient outcome. They trie rebooting both systems and tried pushing the same exam manually without resolution. The site opted to use another navigation system and took a 2nd spin.